Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose was high mg/dl. The customer stated they went with ambulance via 911 due to high blood glucose. The customer stated that they had a lot of blood at their site and it seems to have been blocking the set. The customer would call back when he gets some sleep to report the hospitalization. The customer already changed sets and would not troubleshoot.